Manufacturer narrative:
The product has been received for analysis. This report would be updated should further information be provided from the analysis.

Event description:
It was reported that this right ventricular (rv) lead was explanted and replaced due to high pacing impedance measurements out-of-range of over 3000 ohms, loss of capture and noisy signals. The root cause of these issues was unknown. This rv lead was returned for analysis and no additional adverse patient effects were reported.

Manufacturer narrative:
The product has been received for analysis. This report would be updated should further information be provided from the analysis. Upon receipt at our post market quality assurance laboratory, this lead was confirmed to be fractured 24.2 cm from the terminal end. Based on the analysis results, we suspect that fatigue or stress in the region of the fracture site due to relative motion between the suture sleeve and an anatomical feature led to the fracture. As a lead moves in response to normal heart rhythms and blood flow, extensive flexing over a period of time may cause fatigue or stress, weakening the coil, ultimately resulting in a fracture. This can occur between the suture sleeve and some other part of the anatomy. Fatigue fractures in the pocket or clavicular/first rib area are well known and documented in the industry. A combination of lead design, implant techniques, and patient anatomy and activity level contribute to these types of occurrences.

Event description:
It was reported that this right ventricular (rv) lead was explanted and replaced due to high pacing impedance measurements out-of-range of over 3000 ohms, loss of capture and noisy signals. The root cause of these issues was unknown. This rv lead was returned for analysis and no additional adverse patient effects were reported.